Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced through the guide catheter. However, the hypotube broke in half. The procedure was completed with a different device. No patient complications were reported.